Manufacturer narrative:
Return requested for suspect open spine clamp. Medtronic investigation of returned suspect open spine clamp confirmed open spine clamp had a stripped screw. Was able to adjust clamp, but was rough opening and closing. Failure: stripped threads-screw. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, their open spine clamp, had a stripped screw. Surgeon used the thoracic spine clamp to continue the procedure. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.